Manufacturer narrative:
An investigation of the reported condition was performed. The review of device history records from both lots indicates that the product had met all defined acceptance criteria inspections during the production process. There were no samples submitted with this complaint. However, the complaint will be reopened if a sample is later received. A review of the risk management file was performed and the reported issues were confirmed to be documented incidents. The observed rate of defect occurrence does not exceed the expected rate of occurrence as documented in the risk management file and/or product quality complaints for trending. Because no sample were returned with this complaint, no physical product examination was possible to test the electrical properties of the electrode. Therefore, the reported condition of trace issues could not be confirmed. Had a sample been received, it would have been evaluated against the established product requirements. A probable root cause could not be determined, because no samples were submitted to examine the reported condition and the complaint could not be confirmed. Without a sample that displays the reported condition or a sample in which the reported condition can be duplicated, the root cause cannot be positively attributed to a product design or manufacturing problem. Since this complaint is unconfirmed and no complaint trend exists and a specific root cause for the occurrence cannot be identified, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the electrode does not send accurate signals to heart monitoring equipment causing patient delay.